Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation ((B)(4)) is currently ongoing to determine the root cause. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A split was observed in the extension tubing just within the distal end of the luer connector. The sample was flushed with a 12 ml syringe of water a leak was observed emanating from the split in the extension tubing. A microscopic observation revealed the fracture surface of the split in the extension tubing was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. ((B)(4)). A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A preliminary investigation found that there was a leak between the catheter and the hub. No other information provided by reporting facility.